Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a crack on the top case as well as a cack on the plunger case. The reported issue was unable to be replicated during functional testing due to the plunger sensor not working. Event history logs confirmed a check syringe plunger sensor message at power up. The root cause was attributed to the pot size not reading and a tear in the plunger cable; the inability to duplicate the reported issue was due to the plunger sensor not operating as intended as a result of being torn. The plunger assembly was replaced. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a syringe sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.